Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 reportedly stating that minute ventilation chop was observed. Pacing was inhibited for > 12 seconds and patient was noted to have an irregular underlying rhythm in the 40 beats per minute (bpm) range. The physician was dr.(B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).